Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the shell exhibited scratches on the rim and inner spherical surface. Visual examination confirmed that the lock ring orientation was correct. Dimensional analysis of the shell was conforming to print specifications. Dimensional analysis of the lock ring was also conforming to print specifications. Visual examination of the liner found damage to the rim feature and lock ring groove. A large gouge was seen on the backside spherical surface. A functional test was performed and the reported event was confirmed. The liner would not seat as intended. Damage is too severe for an accurate dimensional analysis. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0002648920-2017-00767. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip arthroplasty procedure the liner would not seat into the cup. The cup and liner were explanted and a different size cup and liner were implanted; causing a delay of 30 minutes. Attempts to obtain additional information have been made; however, no more is available.